Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a shock for a detected ventricular fibrillation. After the shock, the patient heard a noise coming from the implanted device and went to the hospital. The device was interrogated and it was confirmed that the device was not able to convert the arrhythmia with the first two shocks because of a short circuit and shock impedance measurement less than 20 ohms. The third shock was successful in converting the arrhythmia.